Manufacturer narrative:
Date of report : 15jan2019, date rec¿d by MFR : 12jan2019. The customer returned the air flow sensor to philips for evaluation. The evaluation revealed that the air flow sensor was out of specification. Replacement of a component corrected the failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 14dec2018. (B)(4). Reporter phone number unknown. Philip's international service technician replaced the flow sensor assembly to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported the unit failed the airflow accuracy test (pvt test 5) at the 0 standard liters per minute (slpm) setting. There was no patient involvement. The event date was not specified; estimate used.